Manufacturer narrative:
A service quote for repair was sent to the customer for repair, but the quote expired. The customer did not accept the quote. And no work order was generated. It is therefore unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint on the v60 ventilator indicating that a field service engineer (fse) installed the replacement power management (pm) printed circuit board assembly (pcba) to implement fco86600066 (v60/v60 plus ventilator - ventilator loss of function w/o alarm & csa labeling remedy), and an aftermarket battery installed with the replacement pm pcba would cause an error while the device is running. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The fse installed the old pm pcba, and the device ran without any issue. Philips battery replacement was recommended and is still pending.